Manufacturer narrative:
(B)(4).

Event description:
It was reported that during treatment upon removal of dressing, a blister was noticed at the skin incision site. Treatment was continued with the same s+n product and the blister was treated with iodine and jelonet dressing.

Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. The device used in treatment has not been returned for evaluation, the photo provided confirms a relationship between the device and the reported event, however, a root cause could not be determined by viewing the photo. As with all adhesive products, some irritation may be caused, particularly on those with sensitive or fragile skin. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. Risk management files contain the reported failure mode. No update required. A clinical/medical assessment was performed and determined no further actions are required. The complaint history file contains further instances of the reported event, however this investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. Case-(B)(4).